Event description:
Treatment of an aneurysm. It was reported a balloon was required to open the proximal end of the pipeline during deployment.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)